Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative and a healthcare professional. The alarm occurring was a critical pump alarm. The pump was read at the patient¿s managing physician¿s office. There was no motor stall it was a battery reset only. There was no environmental, external, or patient factors that may have led or contributed to the issue. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 330mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that reset occurred and safe state occurred. Per the healthcare provider this weekend the family of the patient stated the pump was alarming and the patient was getting tighter. The patient was now in the ER (emergency room) and the healthcare provider checked the pump status and a reset occurred. The healthcare provider was going to replace the pump today. No further complications were reported. Additional information received on (B)(6) 2017 from the healthcare provider who reported that the reason for the pump alarm was the patient¿s pump had stalled. Per the healthcare provider the cause for the stall was unknown. The healthcare provider indicated that the patient was to come in for a refill on (B)(6) 2017. The patient's weight was reported as 47.67 kg. No further complications were reported.